Event description:
Patient was taken to the operating room. General anesthesia was induced; patient was prepped and draped in a standard sterile fashion. Surgeon then proceeded to do a laparoscopic appendectomy. Towards the end of the surgery, surgeon attempted to remove the trocar from the sleeve. The outer end of the trocar just broke and crumbled into pieces. No harm done to the patient. Manufacturer response for laparoscope, general plastic surgery, reprocessed, n/a (per site reporter). Device is with surgery inventory coordinator in materials management department.